Manufacturer narrative:
Other, other text: the returned rad-97 was evaluated. During evaluation the device was found to have a misaligned ib/conb flex cable. The misaligned flex cable causes the device to power off during the power-on sequence with an alarm state indicated by one long beep and three short beeps, while the home button flashes red continuously. Health effect impact code: no adverse event, no patient impact.

Event description:
The customer reported "after inserting a new [rad-97] battery and running it briefly, it turns off." There was no patient impact or consequence reported.

Event description:
The customer reported "after inserting a new [rad-97] battery and running it briefly, it turns off." There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event, no patient impact h3 other text: device not returned.